Manufacturer narrative:
The reported event of crm (B)(4) - pca pause error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 3/06/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that a pca and monitoring module were set up at 1352, and during the pca infusion, the etco2 did not work as expected, and multiple etco2 alarms occurred with two etco2 modules. Initially the etco2 was 58-61. The portable etco2 machine registered between 48-54. The etco2 module registered as 49 once, then 50-65 with multiple alarms above 50. After 15 minutes the pca dose cord indicated a dose was available. No restart or alarm pause of the pca was observed. A new etco2 module was obtained, and the same scenario occurred with the second etco2 module, and no alarm button. The patient then refused further etco2 monitoring, the pca equipment set up was reviewed by pharmacy and the pca discontinued. No patient harm occurred.